Event description:
It was reported that during a colostomy closure, it was found like a knife at the proximal end of the cartridge after the package was opened and before use. This event was found before use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available. This event occurred during closing stoma at 2nd firing. <japanese>

Manufacturer narrative:
(B)(4). Date sent 4/21/2025. D4 batch #964c15. Investigation summary. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample determined that the sr75 reload was returned along with a tyvek, with the stapler retainer placed, the knife exposed, unfired and the swing tab in the unlocked position. Also, it was noted that the "doghouse" and "pan" components of the cartridge were damaged. A probable cause for the damage to these components indicates that the cartridge reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. The reload was disassembled to verify the condition of the internal components and the wedge knife assembly was noted damaged. No functional test was performed due to condition of the reload. Additionally, a photo was loaded at product complaint level and it shows the reload with the knife exposed and it was along with the stapler retainer and a tyvek. The stapler retainer can be seen with blood stains in the photo loaded. Due to the condition of the cartridge, the reported complaint was confirmed by an external cause as improper handling. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 964c15, and no non-conformances related to the reported complaint condition were identified. The lot#213d99 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.